Event description:
The manufacturer received information alleging a ventilator's internal battery was depleted and a "service required" alarm condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's internal battery will need replaced to address the issue. Device has been evaluated but not repaired, pending customer approval of the estimate.